Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that premature deployment of stent occurred. An 8x50x120 epic stent was advanced to treat the lesion. However, during procedure, the stent opened automatically before it reached the target lesion. The device was removed completely from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic stent delivery system (sds) with stent. There was blood in the shaft. There were no irregularities or damage to the handle. The stent was received 1cm partially deployed. The safety-lock was not returned with the device for analysis. The shaft was kinked 7cm and 74cm from the distal end of the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that premature deployment of stent occurred. An 8x50x120 epic¿ stent was advanced to treat the lesion. However, during procedure, the stent opened automatically before it reached the target lesion. The device was removed completely from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.